Manufacturer narrative:
The pod was received in a deployed state as the pink slide insert was in the top housing window. The cracks were observed on the top and bottom housing. Corrosion inside the device was observed. Fluid was unable to travel the complete fluid path due to a tear in the unexposed soft cannula which resulted in a leak, which resulted in fluid ingress and corrosion inside the device. Due to corrosion the printed circuit board (pcb) was removed and re-attached to the power supply in a final attempt at retrieving download data. Ultimately after multiple attempts, the download data was unavailable and lost. The pod data was unable to be analyzed. Therefore, the reported hazard alarm event could not be determined. Without the data, it couldn't be determined whether the internal leak contributed to the reported hazard alarm. The timing and cause of the cracks could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: freestyle libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 25 mmol/l (450 mg/dl) while wearing the pod between 25 and 36 hours. The pod generated a hazard alarm during operation. As treatment, the patient self-administered insulin injections via insulin pen. The device investigation observed a cannula damage and fluid leakage during testing.